Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a skin infection at the infusion site on the leg, which developed after more than 48 hours of pod wear. The patient reported having developed bleeding, rashes with red open sores the size of a quarter, and scabbing at infusion sites on the leg and arm since he started omnipod therapy on (B)(6), 2026, noting that the sores began spreading from the thigh to the ankles and would take a long time to disappear. The patient was noted to have a history of subtle skin reactions with the abbott freestyle libre 2+ glucose monitor, noting that the reaction is less severe than the one associated with the omnipod. The patient reported attempts to use skintac but indicated it was too difficult to remove. The patient consulted his endocrinologist, who referred him to his primary care provider (pcp). During the pcp consult on (B)(6), 2026, the patient was prescribed antibiotic treatment (amoxicillin) and received a referral for further dermatological, wound care, and hematology evaluation. During further dermatological and wound care evaluation, the patient was prescribed prednisone and betadine for the skin reaction and sores. A dermatology biopsy revealed henoch-schönlein purpura (hsp). The patient discontinued omnipod therapy on (B)(6), 2026, and reported that he does not plan on resuming following the biopsy results.